Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar cautery instrument (mci) was analyzed and was found to have a broken tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user-installed tip accessory. The broken piece was not returned and measures approximately 2.09mm x 3.16mm in size. The complaint was confirmed by failure analysis.

Event description:
It was reported that the tip was broken on the monopolar cautery instrument when trying to remove the attachment. There was no report of patient involvement.